Event description:
This report was received from baxter global pharmacovigilance and is a spontaneous report by a physician from japan of a break in aseptic technique (coded as peritoneal dialysis complications) and peritonitis in a male patient (in his 60's) coincident with dianeal-n pd4 2.5% and extraneal therapies for peritoneal dialysis. On an unreported date, the patient began treatment with dianeal-n pd4 2.5% and extraneal therapies intraperitoneally (ip) for renal failure, chronic. Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, during a call, the following was reported. On an unreported date, the patient had break in aseptic technique. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of peritonitis was break in aseptic technique and infectious etiology. The treatment given for the peritonitis was unspecified antibiotics. At the time of this report, the patient had not recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Manufacturer narrative:
(B)(4). Follow-up information ((B)(4) 2012): further information was provided by a physician. The patient was still hospitalized for the training of proper connect/disconnect method and aseptic technique. The patient has recovered from the peritonitis event (previously reported as not recovered).